Event description:
Boston scientific received information that this right atrial lead exhibited high out of range pacing lead impedance measurement of 2,000 ohms along with no capture at maximum outputs. The physician elected to reprogram the device to vdd mode. Additional information was received from a field representative indicating that the trend history showed the high impedance measurements began the year before. The lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.